Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) result and a cckmb result above the normal reference range generated by the unicel dxc 600i synchron access clinical system for one patient. The results were not reported out of the lab. Subsequent testing on an alternate methodology produced lower results within the normal reference range for both assays. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer performed three levels of qc at 17:50 and again at 18:20. Two levels of the accutni qc were out of range high each time. Ckmb qc only failed once. The customer also performed all three levels of qc for all other assays at 19:30. Multiple assays were out of range at the various levels. A routine system check was performed after the event on (B)(6) 2010 at 21:16 which failed some parameters. A field service engineer (fse) was dispatched: the fse found that wash tubing #3 and #5 were swapped on the wash arm assembly. The fse corrected the tubing issue and performed a routine system check; no issues were noted. Although a hardware issue was addressed, no clear root cause could be determined for this event.